Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath presented an issue. The distal valve of the sheath was porous, so air bubbles were pulled in the sheath when tried to purge. After several attempts, the sheath was successfully purged with unusual difficulty. No further information was provided. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, which showed no abnormalities. The sheath passed all leak testing and microscopy did not reveal any damage to the valves.

Event description:
It was reported that a faradrive steerable sheath presented an issue. The distal valve of the sheath was porous, so air bubbles were pulled in the sheath when tried to purge. After several attempts, the sheath was successfully purged with unusual difficulty. No further information was provided. The device has been received at boston scientific post market laboratory.